Event description:
Customer reported feeling funny several weeks ago and device = 453mg/dl at 9 am. 1/2 hour later device = 433mg/dl. Customer continued to take results and = hi, hi, & hi. At 11:30 am, customer called doctor. At 12:00 pm, doctor deice = 79, 78 & 40 mg/dl taken five minutes apart. Customer was given apple juice and went home. Controls were not in range. A request was made for return product and replacement product was sent.